Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported patient burn could not be determined.

Event description:
Related manufacturing reference: 2182269-2019-00074. During a radiofrequency ablation procedure a second degree patient burn occurred. When the grounding pad was removed at the end of the procedure a burn was noted where the grounding pad was placed.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received. Ac power was applied to the rf generator and the system successfully executed the power on self-test with no faults detected. All modes (sensory, motor, lesion, and pulsed) were examined in this investigation. Testing of all ports was conducted while monitoring the port temps and impedance. Audible tones emitted were consistent with the modes of operation selected and no display issues were observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the reported second degree burn was unable to be confirmed.